Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment which could not be resolved. Rinseback was not performed due to possible clotting, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss was attributed to the operator not performing rinseback in a timely manner following an unrecoverable alarm as instructed in the user's guide. The exact cause of the system alarm is not known. The user's guide includes probable causes of alarms and troubleshooting steps. No similar problems have been reported subsequent to this event. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.